Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify audio/beep anomaly due to blank display. The insulin pump has stripped battery coin slot, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump screen was blank, after the customer changed the battery following receipt of a low battery alarm. Troubleshooting was performed. The battery cap was reportedly stripped at the top. The insulin pump was not dropped or bumped or exposed to moisture. The battery compartment and spring were neither damaged nor corroded. The contacts on the battery cap were not missing or damaged. The customer was unable to clean the battery cap contact with isopropyl alcohol. The display did not return after a new battery was inserted. The customer stated that when the new battery was inserted and the screen went blank, the insulin pump was making a beeping sound. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.